Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found no notable conditions. Functionally, the sensor was tested by plugging it into the system with a doc10 cable. The sensor was recognized by the system and emitted a visible light. A biotek index 2 was used to simulate oxygen saturation at various levels. The readings were within the acceptable error range. The sft5 confirmed that all sensor parameters are within tolerance. The investigation found the sensor to function normally and within specifications. It was reported that the sensors had high spo2 reading. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of open calibration resistor. The most likely cause for the additional condition is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: for the accuracy specification range of this sensor when used with nellcor-compatible instruments, refer to the instrument operator's manual or contact the instrument manufacturer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: max-n-I, max-n-I max neo o2 sensor n25 3 40kg (lot#221230071h); max-n-I, max-n-I max neo o2 sensor n25 3 40kg (lot#221230071h); max-n-I, max-n-I max neo o2 sensor n25 3 40kg (lot#221230071h). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the sensors had high spo2 reading. There was no patient injury.